Event description:
It was reported that there was a possible right ventricular (rv) lead fracture based on a rise in pacing impedance, non-sustained ventricular tachycardia (nsvt) showing noise/oversensing on electrocardiogram (egm) and high short v-v intervals. There was also a patient alert/lead integrity alert (lia) triggered. No inappropriate therapy was delivered. The lead was explanted and replaced. The lead later tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 383059 implantable pacing lead, (B)(6) 2005. (B)(4). Evaluation summary: (B)(4): the proximal conductor was fractured, the defibrillation conductor was fractured, the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing was torn, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched; the analyst also noted that the steroid ring was missing, but was unable to determine when this occurred; full lead in segments returned and analyzed.